Manufacturer narrative:
Based on the claim against the product by the customer noting energy did not work, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have passed the electrical continuity test. The instrument was placed on an in-house system, passed recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The bipolar energy cord was successfully connected to the generator and instrument. The energy activation test was conducted on the system by holding a wet sponge between the grips. It began to smoke when the energy pedal was pressed at various angles, indicating active power and a complete circuit. Additionally, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be scraped off, approximately 0.04¿ x 0.03¿, and bare wire was exposed. The missing material was not returned. The electrical continuity test passed, and no thermal damage was observed. The complaint regarding energy did not work was not confirmed by failure analysis. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. Furthermore, failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the energy did not work on the instrument when the surgeon turned the jaws left or right. The procedure was completed with no reported injury.